Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set experienced backflow. The reporter stated the primary bag was hung lower than the secondary set and there was backflow from the secondary bag into the primary bag. The reporter stated the clearlink tubing set has a back check valve on the line and it is not stopping the backflow. The antibiotics would not flow correctly. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured april 06, 2016 ¿ april 07, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.